Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touch screen is drifting. The customer recalibrated multiple times, and while the device will work for a while, the touchscreen will drift. The screen protector was replaced followed by recalibration, but the drifting reoccurs. There were no reports of patient harm nor impact at this time.